Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a deflation against left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease fold. The leak test is not performed because the opening in the posterior. A microscopic analysis was performed which identify opening striated in the posterior, opening striated in the plug strap and crack . Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated opening in the plug strap side assessed as surgical damage. Opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a deflation against left device. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.